Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not responding. The customer stated that numbers were ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated that there was no response from any button. Customer stated center button had to press 10 times. Customer stated the button was unresponsive during an easy bolus attempt. Customer stated the buttons were not responding. Customer stated they changed battery a few times and keypad issue still occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with all buttons responding properly. Device passed the self test and the displacement test. No unexpected numbers ramping, damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. (B)(4).